Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received a vibratory patient notification for capacitor charge time limit reached. Patient capacitor maintenance was performed in clinic, and the charge time was within normal range. The device will remain implanted and the patient will continue to be monitored.